Event description:
It was reported that a sudden elevation of the pacing threshold and sudden drop of lead impedance were observed. A potential perforation was suspected via review of CT. Lead remains implanted. Patient is fine and will be monitored remotely.